Manufacturer narrative:
This report is being supplemented to provide additional information received from the customer.

Event description:
Olympus further received information that the intended procedure was a laparoscopic hartmann's procedure. The tip of the device broke off inside the patient's abdomen and was retrieved by using a laparoscopic bowel grasper instrument. The procedure was completed with the same device. No procedure delay. The device was inspected prior to use.

Event description:
A customer reported to olympus, the thunderbeat active probe broke off. The event occurred during an unspecified therapeutic procedure. There was no report of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation but the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer confirmed the device was inspected prior to use and the user was unsure if the patient required extended hospital stay. The procedure occurred after hours as an emergency case.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and evaluation with corrections to the initial with information inadvertently left out. The device was returned to olympus for inspection, and the customer's complaint/reportable malfunction was confirmed. The complete evaluation results are as followed: the probe had broken around the outer pipe. There were no scratches on the probe. From the photograph of the fracture surface of the probe, it was found that the fracture started from the origin of the crack in the probe. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the breakage of the probe and recovery of the dropped probe occurred due to the device malfunction. It is possible the mechanism causing the breakage of the probe could be due to the following: 1) during the output activation in seal & cut mode, the distal end of the probe was slightly contacting a thin equipment, causing spark generation. 2) a force was applied to the probe during spark generation. 3)cracks occurred in the probe due to the load applied to the probe during tissue grasping and seal & cut output. 4) due to continuous use of the device, the cracks on the probe progressed. This led to breakage of the probe. However, the root cause of the event could not be identified. The event can be prevented by following the instructions for use which state: ¿ do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities. Olympus will continue to monitor field performance for this device.